Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacing the cables. The system then passed the system checkout and was found to be fully functional. The cables was returned to the manufacturer for analysis. Analysis found that the connectors were pulled from the cables and that on one cable the wire jackets near the missing connector appeared to be burned as well. Otherwise, the cables passed continuity testing with no opens or shorts detected. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the fan cables were stripped. When the cover was removed from the side, the cables out were accidentally pulled out. No patient present.